Event description:
The patient's needle dislodged while troubleshooting an unidentified alarm during a routine hemodialysis treatment. Treatment was discontinued without rinseback, resulting in an estimated blood loss of 250 cc. No medical intervention was required as a result of the blood loss.

Manufacturer narrative:
The reported blood loss is attributed to the patient's needle dislodging while troubleshooting an unknown alarm, preventing rinseback from occurring. The actual alarm was not identified. The exact cause of the alarm could not be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.